Manufacturer narrative:
Product analysis: the device was received to for evaluation. The device was decontaminated with cidex-opa and tergazyme soak pending further testing to support the final product analysis findings. The balloon folds were open. Blood and residue were visible inside the balloon. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035inch guidewire was loaded via the distal tip with no resistance noted. Negative prep detected the presence of a leak on the device. Upon pressurisation, a short longitudinal tear was observed on the balloon material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an inpact admiral during treatment of a 150mm lesion within the patient¿s mid left superficial femoral artery (sfa). Vessel diameter reported as 4mm. Mild vessel calcification and tortuosity are reported. Device inspected without issue. No issues noted during negative prep. Lesion pre-dilation was not performed. Lesion was pre-treated with laser. The device was passed through a previously deployed stent. No resistance was noted. First inflation was carried out distally with balloon inflated to 14atm for 90 seconds. The balloon was then repositioned more proximally without resistance. It is reported the balloon burst at an inflation pressure of 14atm and lost pressure. The balloon was removed intact from the patient. No injury reported.

Manufacturer narrative:
Additional information: the balloon burst was seen as a slow loss pressure once it was inflated to 14 atm . The device was safely removed from the patient without intervention. A new dcb was successfully used to complete the procedure. If information is provided in the future, a supplemental report will be issued.